Event description:
During hip arthroscopy procedure, the surgeon asked for two anchors. He inserted one and the anchor snapped and a piece dislodged from the inserter. Surgeon was hesitant to use the other anchor so instead used two - 2.3mm osteoraptor anchors successfully in the same bone site. The patient had very good bone quality. A delay of only a few minutes was noted. The patient was noted to be okay post-procedure.

Manufacturer narrative:
Visual and functional testing of the returned devices confirmed the reported complaint. The tip of the inserter has been crimped, twisted and bent. This condition caused the suture to become pinched-off within the tip resulting in the breakage. Per the device IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).